Event description:
The hcp reported that patient had been experiecing underdose symptoms.at the last refill, the estimated reservoir volume and the actual reservoir were equal at 4.0ml. The hcp examined the logs and reported there was no evidence of a motor stall or stopped pump.the hcp programmed a therapeutic bolus x 1 with no response from the patient.a catheter sye study was done and reported as everything appeared fine. The patient is scheduled for a surgical evaluation and is currently medically stable.